Manufacturer narrative:
Results: a review of the process and available mfg records confirmed that the device was manufactured to its designed specifications.

Event description:
Vascutek was notified of an event which occurred in (B)(6); the event was described as follows: left and right inferior limbs presented acute ischemia 12 hours post operatively. Left and right graft leg thrombectomy and bilateral sfa (superficial femoral artery) with a fogarty catheter.